Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the right ventricular lead of an asymptomatic patient. During lead revision, a fracture was noted. The lead was capped and replaced.